Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference manufacturer report: 1627487-2018-03667, 3006705815-2018-00778. It was reported during permanent scs system surgery with the leads implanted and with the ipg pocket being prepared, the patient's heart rate dropped rapidly. The doctor and the crna tried to bring the patient out of distress. During this time the leads and needles were removed. The or staff administered CPR to the patient with the patient never regaining a pulse. The patient was transported to the hospital where the patient passed away. Cause of death is unknown at this time.